Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed an image of the rack provided by the customer, which indicated that the rack clip was damaged. When the technician reached for the rack they didn't realize that the damaged clip was exposed and could cause an injury. The cause of the injury was due to bent clip. The hitachi rack is not approved for use with the advia centaur xp instrument. The customer stated they will stop using the racks. The instrument is performing according to specifications. No further evaluation of the device is required. The UDI was not included due to the cause being related to a non-siemens component.

Event description:
An advia centaur xp technician lacerated his hand, while loading samples in the rack, on a bent clip of a hitachi sample rack that was being used with the instrument. The technician was wearing gloves when the event occurred. The technician went to an emergency room, but the customer reporting the event did not know what tests were performed.